Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-01502. It was reported that the patient is receiving ineffective stimulation. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2019-01502. It was reported that the patient underwent surgical intervention due to ineffective therapy on (B)(6) 2019. The physician added a right lead to the patient's ipg. The patient's third lead is unused. No product was explanted. Therapy was restored post-operatively.